Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Anaysis fouund an insulation abrasion at 49.7 cm from the connector end. The location of this abrasion is consistent with that cause by friction with another device.